Event description:
On (B)(6) 2009, abbot point of care was contacted by a customer who reported that at 09:45am, on (B)(6) 2009, an I-stat cardiac troponin I cartridge yielded a whole blood result of 0.12 ng/ml. The same sample tested at 10:18am, on (B)(6) 2009, using a laboratory system yielded a plasma result on 0.01 ng/ml. Second sample tested using a laboratory system yielded a plasma result of 0.01 ng/ml. Pt taken to cath lab and results were, no abnormal findings. There is no indication of the I-stat cardiac troponin I cartridge malfunctioning. Add'l info has been requested from the customer.